Manufacturer narrative:
The mayfield triad skull clamp (a1108) was returned for evaluation: failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The lock has rotational and lateral movement and a residue buildup was present, and the teeth on the unit showed some slight wear, but still passed all specific functional testing. The a1018 swivel adapter that was included with the clamp had a big dent in the starburst teeth that was preventing it from lining up with the starburst teeth on the clamp. Root cause - the reported failure "slips during use" was not confirmed. The teeth on the a1108 skull clamp showed slight wear, but still passed all specific functional testing. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2022-00104: a facility reported that the mayfield triad skull clamp (a1108) has worn teeth and slips during use. No patient injury or surgical delay has been reported.